Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex spot pc was not starting up. Review of the system log file showed that the grabber card issue. The frame grabber captures the video from the allura system. The frame grabber card in the flex spot pc failed. The fse replaced the flex spot pc. After replacement, the system was returned to use in good working order. The failure of the flex spot pc can be attributed to the issues resolved in philips correction 2023-igt-bst-027. The codes were updated based on the investigation's outcome.

Event description:
It was reported to philips that the flexspot turned off and was difficult to turn on the device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.